Manufacturer narrative:
The lead was returned with no reported complaint. As received, a complete lead was returned in two pieces. A failure event was observed during analysis. Final analysis found shorting between conductors at the distal portion consistent with procedural damage. Two external insulation abrasions breaching the outer insulation distal to the suture sleeve tie mark were noted, consistent with friction with another implanted device or feature of the patient anatomy. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of a failure event observed during analysis.